Manufacturer narrative:
As noted in a literature publication by ¿ishi, a. Et al., (2000). Carotid stenting with the use of wallstent. Interventional neuroradiology 6 (suppl1): 181-185;¿ there were five cases of asymptomatic cerebral infarctions after a carotid artery stent case where a 3.5-millimeters (mm) savvy balloon was used to dilate the lesions one or two times. The five asymptomatic infarcts were lesions so small that they could not be detected by CT scan. The device was not returned for evaluation. Without a lot number available, the device history record (DHR) review for the device was unable to be conducted. Cerebral infarction is a known potential risk associated with implanting a stent in a carotid artery. It can be defined as an area of necrotic tissue in the brain resulting from a blockage or narrowing in the arteries supplying blood and oxygen to the brain. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. Ishii, a., mitsudo, k., kikuta, k., arakawa, y., hojo, m., goto, y., . . . Yamagata, s. (2000). Carotid stenting with the use of wallstent. Interventional neuroradiology, 6(1_suppl), 181-185. Doi:10.1177/15910199000060s128. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are savvy but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication by ¿ishi, a. Et al., (2000). Carotid stenting with the use of wallstent. Interventional neuroradiology 6 (suppl1): 181-185;¿ there were five cases of asymptomatic cerebral infarctions after a carotid artery stent case where a 3.5mm savvy balloon was used to dilate the lesions one or two times. The five asymptomatic infarcts were lesions so small that they could not be detected by CT scan.